Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defective crystal x1.the test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.